Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event.

Event description:
It was reported by the patient's legal representative that the patient underwent a right total knee arthroplasty procedure on (B)(6) 2014. The following arthrex products were implanted during the primary procedure; ar-516-7r (lot: 108761331), ar-503-tttf (lot: 108761203), ar-504-psc9 / (lot: 113601324), ar-503-bf09 / (lot: 113601236). It was reported that the tibial baseplate was extremely loose and that the patient has substantial synovitis that required a complete synovectomy along with a revision total knee arthroplasty. The patient underwent a right total knee revision surgery on (B)(6) 2019. The revision procedure took place at the same facility as the primary, and was performed by the same surgeon. Ar-503-tttf (lot: 108761203) was explanted during the revision surgery. The revision was completed using another manufacturer's devices.